Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's wife reported that the patient had a red skin irritation under the front right electrode. During a follow up the patient's wife reported that the patient saw his doctor who recommended the patient adjust the electrodes so the device was not sitting on the irritation. The final medical outcome of the rash is unknown. No allegation of a device malfunction.